Event description:
As reported by our affiliates in spain, a 23mm sapien 3 valve implanted in aortic position, presented leaflet stenosis and severe aortic regurgitation due to a valve degeneration after an implant duration of approx. 4 years and 5 months. On CT, the valve leaflets were visibly thicker. A new procedure was being planned (possible viv) and treatment was still pending.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by our affiliates in spain, a 23mm sapien 3 valve implanted in aortic position, presented leaflet stenosis and severe aortic regurgitation due to a valve degeneration after an implant duration of approx. 4 years and 5 months. On CT, the valve leaflets were visibly thicker. Additional information received noted that one month post-diagnosis, a valve in valve was performed with an evolut r valve in the sapien 3 valve with good result.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a follow up response. The following sections of this report has been updated: update to b4, b5 g3, g6, h2, h6, h10. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. A review of imagery was performed by ew proctor, and the following assessment was made: 'it is difficult to see any pathology unless a leaflets calcification or thrombus that can be seen on CT, this was not the case'. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3 with commander IFU was reviewed. Potential adverse events include 'valve regurgitation, paravalvular or transvalvular' and 'structural valve deterioration (wear, fracture, calcification, stenosis)'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was unable to be confirmed as no relevant imagery or medical report was provided for evaluation. As the serial number was not provided, a review of the DHR and lot history was unable to be performed. A review of IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, 'patient with a 23mm sapien 3 valve implanted in aortic position, presented leaflet stenosis and severe aortic regurgitation due to a valve degeneration after an implant duration of approx. 4 years and 5 months'. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to insufficient information and imagery provided, a root cause was unable to be determined. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.